Manufacturer narrative:
The device is not available to be returned to resmed, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed has requested additional information from the supplier regarding the reported incident. No further information has been made available to date. When more information becomes available, a final report will be submitted. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that a patient with a history of hypoventilation syndrome and obstructive sleep apnea (osa) with morbid obesity, using an aircurve 10 st-a device expired on (B)(6) 2024 allegedly due to a device malfunction. It was reported that on the day of incident; multiple power outages occurred at the patient's residence. It was alleged that during these power outages, the device cycled' multiple times and may have malfunctioned. Shortly thereafter, the patient developed significant shortness of breath and became unresponsive. The patient's wife was unable to immediately call emergency services due to the outage. After approximately 20 minutes, power was restored and emergency medical services were contacted. The patient passed away at the hospital about 4 hours later. It was reported that the patient had become increasingly dependent on the device over the years. The patient's wife reported that they were not made aware that they would need a backup battery or 'uninterrupted power supply' for the device. It was reported by the coroner's office that the patient's primary cause of death was hypoventilation syndrome and osa with respiratory failure secondary to a failed device.